Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml total parenteral nutrition bag had a particle floating inside after being filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not returned to baxter; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a particle in the bag. The actual sample was sent by the customer to a non-baxter lab for evaluation. The non-baxter lab identified a clear fiber during stereomicroscopic inspection. The clear fiber sample was analyzed using fourier transform infrared spectroscopy (ftir) and was found by the lab to be consistent with natural cellulose. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.